Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however implantech reviewed sterilization records, manufacturing records (assembly and packaging), sterilization process records, and evaluated the labeling. Results: no failure was detected. Conclusion: the possibility of infection is a known, inherent risk associated with implant surgery.

Event description:
Complainant reported that patient had a chin implant explanted approximately 17 months post-operatively due to infection. The reporter indicated the infection appeared to occur in a hollow/void area at the end of the pocket on the left side. The culture on the patient came back positive for pseudomonas aeruginosa. Replacement surgery is tentatively planned after a suitable interval.